Event description:
Additional information was provided by the physician who stated "think it is coating, able to remove, and underneath the lens." She sent a sample in removed from the eye.

Manufacturer narrative:
Additional information was provided in b.5., h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the iol was believed to have been scratched by the cartridge. Additional information has been requested.